Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number ((B)(4)). The effective site registration number is (B)(4).

Event description:
Additional information received indicated that the cause of death was reported as drug intoxication of hydrocodone, flurazepam, diazepam, amitriptyline and duloxetine.

Manufacturer narrative:
This was initially reported on the summary report dated 08/30/2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, urinary problems, recurrence, vaginal scarring, loosened mesh on the left side and emotional problems. It was also reported that the plaintiff experienced mixed incontinence and abdominal pain. Furthermore, it was reported that the plaintiff died. No cause of death was reported.